Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6) reference no (B)(4); submitted to (B)(6) by the pharmacist. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed to repair prolapse on (B)(6) 2019. According to the complainant, during the procedure, two darts detached from the sutures into the sacrospinous ligament during the first and third passages. There were two darts that were not attached to the sutures and were left in the sacrospinous ligament. Subsequently, the procedure length was extended, and they exchanged the device to complete the procedure.